Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported that during knee arthorplasty, the surgeon hit the articular surface provisional with a hammer and it broke.

Manufacturer narrative:
Visual inspection of the returned articular surface provisional confirmed that the component had fractured into two pieces. Both of the fractured pieces were returned. Several gouges can be observed all over both the superior and inferior surfaces of the instrument. The measured dimensions were conforming to print specifications. Review of the device history records identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. It was reported that the surgeon hit the articular surface provisional with a hammer and it broke. The risk associated with impacting this instrument is addressed through the instrument/provisional use and care package insert. It has been determined that the instrument fracture was caused by hammering the device, which is instructed against. Therefore, user error is considered to be the root cause.